Event description:
Coil did not detach, as we pulled it out the wire came apart. Had to pull catheter out to get coil out of patient. No patient harm. Did prolong the procedure due to physician having to take catheter out and then start over; (125525).